Manufacturer narrative:
E1/establishment name: university of occupational and medical education hospital the device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the evaluation found the following: the control section had foreign objects; the water tightness was lost, due to deformation of the up/down knob; the bending angle in up direction does not meet the standard value and the play of up/down knob was out of the standard value, due to wear of the angle wire; there were scratches on the bending section cover, plastic distal end cover, connecting tube, objective lens, protector of universal cord on the suction connector side, protector of universal cord on the control section side, universal cord, image guide protector, the adhesive on the bending section cover was chipped, cracked and had white clouded area; the suction connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a scope error of e315. During evaluation, the following reportable issue found that there were foreign objects in the nozzle. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 10 years since the device was manufactured. Based on the available information and the investigation findings, the error code e315 was likely the result of circuit board failure in the video system or on the system side; however, a definitive root cause could not be determined. The presence of foreign material was likely the result of a delay in the precleaning of the device before reprocessing; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): instructions, operation manual for cf-hq290l/I chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events. Olympus will continue to monitor field performance for this device.